Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a low resistance reading (0.4 ohms) between the brown (lead 1-) and green (belt discharge) wires in the cable connecting the distribution node and ECG "c". The low resistance reading suggests that the two wires were likely damaged and making contact with each other in the cable. The root cause for the damaged wires could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that she was unable to baseline a pt. The pt was issued a replacement electrode belt.